Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Investigation revealed that the ok and down arrow keypad buttons were intermittently responsive and required multiple button presses on the keypad in order to elicit a response. All of the keypad buttons did not spring back and click back as expected. There was evidence of contamination found under the key contacts.

Event description:
The patient reported that the ok and down arrow keypad buttons are intermittently unresponsive. He stated that he wears the pump in his pocket and does not clean the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.